Event description:
On (B)(6), 2010, baxter received a customer report via a user facility medwatch regarding one of the interlink continu-flo 4-way stopcock extension set, lot # unknown, product code 2c6511. The customer reported the IV tubing connections were leaking from the threaded, luer lock collar. The nurses at the facility have noted that this connection appears to be separated inside the package on occasion. This incident occurred before use. There was no patient injury or medical intervention associated with this report. Sample availability is unknown at this time. No additional information was available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. The user facility / importer report is attached to this report. (B)(4)